Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values patient's therapeutic range 2 - 3. On (B)(6) 2016 inratio inr = 7.0; repeat inratio inr = 2.2. Historical results: on (B)(6) 2016 inratio inr = 2.2. On (B)(6) 2016 inratio inr = 4.4. No reported adverse patient sequela.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot uncovered one relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Although a technique issue was identified in the complaint, a root cause could not be determined with the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.